Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2021. During procedure, it was noted that the lead, which was being implanted, had high threshold and also there was difficulty in fixing the lead in the appropriate position. Physician explanted and replaced the lead in the same procedure. The patient was in stable condition.